Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was feeling a shocking or zapping sensation and an audible clicking noise. The managing physician thinks there is some type of short. The patient was advised to see their physician.